Event description:
Reporter alleged the lancet device needle will not fully retract and protrudes outside the dial cap after use intermittently. It was not provided whether any actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.